Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type catheter. Device information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial#: (B)(4), ubd: 19-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via a manufacturer representative (rep) regarding patient receiving fentanyl (25 mcg/day/500 mcg/ml) via an implantable pump. It was reported that the patient was seen in clinic in (B)(6) 2022 with complaints of poorly controlled pain with multiple emergency room (ER) visits. At that time, the physician performed a catheter access study in the clinic which was negative for return of cerebrospinal fluid (csf). He was seen multiple times following that visit for sequential does reduction in preparation for a catheter revision with simultaneous pump replacement due to elective replacement indicator (eri) which was less than six months. The physician reports there were some changes on x-ray imaging that could be a related to granuloma. Otherwise, no falls or other injuries reported. There was negative catheter access study on (B)(6) 2023. The patient was taken to the operation room (or) on (B)(6) 2023 for scheduled pump replacement and catheter revision. Position started in the pump pocket which is in the left flank area, and the physician took out the existing pump and proximal side of the catheter. The pump and proximal segment were removed. At that time, the physician had return of csf. He was then given an 8784 proximal. It was attached to the existing spinal segment and to the new pump. When he then attempted to aspirate from the catheter access port of the new pump, he felt that the return of csf was sluggish in nature. At this time, he opted to replace the catheter in its entirety. He was given a new 8780 catheter, which was placed at the t8 level. This was attached to the new pump which had ample return of csf with aspiration of the catheter access port.